Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, drug or alcohol abuse, swelling, fistula, bleeding, mobility.